Event description:
During a colectomy surgery case, a harmonic ace shear that were reprocessed began to notice unusual charring and smoking. Dates of use: 2009. Diagnosis or reason for use: surgical procedure.